Event description:
A surgeon reported that sinus images were incorrectly marked resulting in the wrong side of the pt being operated on.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.